Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection fortum (1 gram, frequency and route not reported) and injection reflin (1 gram, frequency and route not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Additional information was requested, but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).